Event description:
Note: this report pertains to the first of three speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a panendoscopy procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the ligatures, and the esophageal varices could not be ligated. Two more speedband superview super 7 devices were tried and the bands also could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. Note: three photos were submitted by the customer showing the devices outside the patient. The three photos show the ligator head of each devices with seven bands attached; however, some of the bands were move out of their original positions and had overlapped. It was also observed that some of the bands of the second and third devices were broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a panendoscopy procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the ligatures, and the esophageal varices could not be ligated. Two more speedband superview super 7 devices were tried and the bands also could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. Note: three photos were submitted by the customer showing the devices outside the patient. The three photos show the ligator head of each devices with seven bands attached; however, some of the bands were move out of their original positions and had overlapped. It was also observed that some of the bands of the second and third devices were broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands unable to deploy. Block h10: investigation results one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with all seven bands attached; however, some of the bands were moved from their original positions and overlapped. It was also observed that one of the bands was damaged. The trip wire was not secured in the handle slot and the slack was not taken up correctly. The ligator head teeth were damaged (bent). A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. Media analysis performed to the photo submitted by the customer shows some bands overlapped on the ligator head. Based on the condition of the returned device, the report of bands unable to deploy was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Per the speedband superview super 7 IFU when preparing the device the following steps must completed: "take up slack by pulling proximal end of trip wire on handle unit" (step 4 in preparation section) and "secure trip wire in slot on handle unit" (step 8 in preparation section). The visual evaluation of the returned device identified that the trip wire was not secured in the handle slot and the slack was not correctly taken up. Failure to follow preparation steps could have caused the trip wire to slip through the handle assembly and can cause more tension on the device, bending the ligator head teeth and affecting the bands deployment activity. Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems with the device can be traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.